Manufacturer narrative:
The product support engineer advised the customer replace the power management pcba or power supply . Attempt to get repair information yielded no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display blank and device has a constant alarm. No patient involvement.